Manufacturer narrative:
A ge rep evaluated the system and replaced the lift motor and power cap module. System operates as intended.

Event description:
Customer reported vertical motion is not working properly. No patient injury was reported.